Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported bilateral slow leaks, bilateral numbness, and bilateral pain under the arms. Patient additionally reported pain and numbness going down the left arm, they are losing their hair, and reticularis of the left leg; these events are not device related. Device remains implanted. This represents the left side.